Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed the pebax of the device was damaged. Further inspection under microscopic imaging revealed the pebax of the device was twisted. Additionally, a separation between pebax and electrode section was found, with no foreign material inside it. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen. Due to this condition, the handle of the device was dissected and the electrical coils were measured and were found within specifications; therefore, the failure could be related to the pebax separation. A manufacturing record evaluation was performed for the finished device number lot 31486645l and no internal actions related to the complaint were found during the review. The noise issue reported by the customer was confirmed. The root cause of the pebax separation could be traced to the manufacturing process and could be causing the noise observed in the carto 3 system. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. This product issue will be addressed through j&j medtech's quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the carto 3 system was displaying noise on the distal ECG (electrocardiogram) of the catheter when connected to the piu (patient interface unit). The noise was also seen on the recording system. The medical team reseated the connections with no resolution. They also replaced the cable without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported. Ngen system was in use.